Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Low telemetered battery voltage was found. On (B) (6) 2010, the battery voltage, with telemetry, was 2.36v, and the daily measurement was 2.90v. Event assessment has determined that report of potential malfunction may result in unnecessary explant.

Event description:
It was reported that there was concern over low battery voltage. The voltage was 2.5 volts upon interrogation, and after routine testing, it measured 2.36 volts. Review of performance data found that the battery voltage was 2.90 volts. The device remains in use. No patient complications have been reported as a result of this event.

Event description:
It was reported that there was concern over low battery voltage. The voltage was 2.5 volts upon interrogation, and after routine testing, it measured 2.36 volts. Review of performance data found that the battery voltage was 2.90 volts. Additional information received indicated that the device was replaced due to an upgrade and also that the right ventricular lead developed high impedance and high thresholds and was replaced. No patient complications were reported as a result of this event.

Event description:
It was reported that there was concern over low battery voltage. The voltage was 2.5 volts upon interrogation and after routine testing it measured 2.36 volts. Review of performance data found that the battery voltage was 2.90 volts. Additional information received indicated that the device was removed and replaced due to an upgrade and also that the right ventricular lead developed high impedance and high thresholds and was capped and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis of the device revealed normal battery depletion and the device met expected longevity. We did receive performance data collected from the device and have analyzed the data. Low telemetered battery voltage was found. On (B)(4) 2010, the battery voltage, with telemetry, was 2.36v, and the daily measurement was 2.90v. Event assessment has determined that report of potential malfunction may result in unnecessary explant.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available. Evaluation summary: (B)(4): we did receive performance data collected from the device and have analyzed the data. Low telemetered battery voltage was found. On (B)(6) 2010, the battery voltage, with telemetry, was 2.36v, and the daily measurement was 2.90v. Event assessment has determined that report of potential malfunction may result in unnecessary explant.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis of the device revealed normal battery depletion and the device met expected longevity. We did receive performance data collected from the device and have analyzed the data. Low telemetered battery voltage was found. On (B)(4) 2010, the battery voltage, with telemetry, was 2.36v, and the daily measurement was 2.90v. Event assessment has determined that report of potential malfunction may result in unnecessary explant.